Manufacturer narrative:
Internal complaint number: complaint- (B)(4). An investigation confirmed that the pump successfully primed without issue, and flowed within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had the lack of efficacy. The pump was subsequently explanted.